Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with some moisture on lens and clear surgical residue/debris on product. Visual inspection found the lens with no visible damage as well as residue and debris on the lens. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.0 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a longer lens due to low vault. The problem was resolved.